Event description:
This guidewire was used for a ptca procedure in a 98% rca stenosis, when the guidewire crossed the lesion, a 3.0 cm segment of the radiopaque soft tip was noted to be separated; it could not be pulled out, and remained in the lesion.